Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the epidural was found to be disconnected and the patient experienced loss of analgesia over the previous 1-2 hours. Reporter stated that the bed sheets were wet around the epidural area. Reporter clarified the disconnection was between the yellow clip and the filter. The yellow twist to lock component of the filter was still attached to the filter. The epidural was removed and spinal for operative delivery performed. No patient injury was reported.

Manufacturer narrative:
The suspect device was not returned for evaluation. Therefore, visual inspection and functional testing could not be performed. The device history review was performed and no discrepancies noted relevant to the indicated failure mode. The customer complaint leakage could not be confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.